Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Concomitant medical devices: item# 912082; lot# 536890; jgrknt 1.0mm mini 3-0 ndls. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03023. Product not returned.

Event description:
It was reported that during surgery, the clear sleeve did not move smoothly. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified 2 juggerknot minis were returned because the sleeve would not move smoothly. Both were returned without anchors. Item and lot numbers are not confirmed as they are not etched on the parts. A function test was performed on both devices per functional testing of the juggerknot mini memo and both are conforming. Device history record was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.